Event description:
During a follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve this event. The patient was stable and will continue to be monitored.